Manufacturer narrative:
The customer requested the olympus rep due to their unit displaying an e315 scope communication error. The rep arrived and began trouble-shooting. The trouble-shooting efforts ultimately did not resolve the issue the rep recommended returning the unit to olympus for repair. The customer informed the rep that they utilized a 3rd party repair service. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus representative (rep) was on-site per request after the customer's evis exera iii colonovideoscope began displaying an e315 scope communication error. According to the initial reporter, this event did not take place during a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the device was not returned, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. The event can be detected and prevented by following the instructions for use (IFU) which state: ¿when attaching the connector cap of the leakage tester (B)(6) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.